Manufacturer narrative:
Updated film analysis evaluation: the reported type iiib fabric endoleak was confirmed; however, the exact cause could not be determined from the limited still angiograms returned. The anatomy at implant is unknown, lack of CT¿s did not allow for a thorough assessment of the patient¿s anatomy including potential aortic calcification, and earlier post-implant images were not available for comparison. No cine films were provided, and only a single imaging view point was observed in the films provided, thereby making assessment of the endoleak location difficult. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. It appears most likely that the type iiib endoleak was caused by fabric abrasion. This may have been caused by external abrasion from aortic calcification, adjacent bifurcate stents, or by fabric wear from the underlying proximal/external stent(s) of the contra limb. This potential fabric abrasion also may have been exacerbated by the severely angulated ipsilateral limb which was observed beginning just below the location of the observed contrast near the level of the flow divider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately 4 years 11 months post implant, a type iiib endoleak was noted from the endurant main body, and aneurysm enlargement was also noted. An intervention was carried out, with implant of two non-medtronic vascular plugs at the leak site. The endoleak was confirmed to be resolved the following day. As per the physician, the cause of the event was damage of the stent graft. No additional clinical sequelae were reported and the patient is fine.